Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker UK. The technical service report is attached (see communication log), and indicates: repair details: fault: returned under warranty due to e2 error. Action taken: unable to replicate reported fault. Unit has been recalibrated and soak tested over an 8 hour period, turning the unit on and off, mulitiple brightness settings throughout, no fault found. Tests: general inspection function test. Calibration. Electrical safety test. Notes: the item has been repaired and fully tested as per the manufacturer's quality inspection procedure (qip). The item has been deemed repaired and fit for use by a fully trained stryker engineer. Probable root cause: light cable optics leds main board jaw assembly bent esst contact inconsistent esst contact cable pull out camera head firewire cable software front board power supply thermal switch ac inlet board ac inlet filter touch screen workmanship inadequate air flow inadequate calibration excessive lint buildup inside the unit use errors the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.